Event description:
It was reported that the patient underwent a catheter replacement, though what necessitated the replacement was not stated. The device system had been used to deliver baclofen. Additional information had been requested.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the event was caused by the pump battery being changed, but a second procedure was needed for the catheter. It was indicated that patient had exhibited a lack of benefit. A catheter dye study had been performed and it was seen that there was a kink at the pump and catheter connection. That same day, surgical intervention occurred to replace the catheter. No hospitalization was required due to this event, but there had been a ¿non-serious injury/illness¿. It was reported that the patient recovered without sequela and had been doing well since the catheter was replaced. The device system was used to deliver gablofen.